Manufacturer narrative:
(B)(4). Date of initial report : 05/25/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the blue portion of the jaw melted during a total colectomy. There was no injury to the patient. The device was returned for evaluation and initial inspection discovered that the clear insulation was no longer on the device. The insulation disengaged during the procedure but did not fall into the patient cavity.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and examination of the sample confirmed the reported issue. Visual inspection found the blue jaw insulation was slightly melted, and the clear insulation is damaged causing the device to fail hipot testing. A review of the device history records for this lot found no potentially contributing factors, and no trend is associated with the identified issues. The investigation identified the root cause of this complaint to be misuse by the customer. Activating the monopolar function for an extended period of time when tissue is within or contacting the side of the jaws can cause energy to flow through an alternate path other than the monopolar tip and melt the insulation. The clear insulation also shows signs of damage from rough use or improper handling through a trocar. The IFU included with this product lists measures to prevent both of these issues.